Event description:
This is the first of two reports (same patient). This report is in regards to the 1st catheter. Linked to mfg report number: 2023988-2016-00015. Customer stated that a patient came into facility and had a camino icp bolt implanted in emergency room (ER). When the patient made their way up to intensive care unit (ICU), the monitor was reading a negative pressure value. No patient injury was reported. However, they threw away that catheter and implanted a second another - which they also figured was not working correctly. The second catheter would not get lower than the number "18" when trying to calibrate it to "0". The staff disposed of the catheters. Surgery delay of 15 minutes was reported. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 8/15/2016. The device was not returned for evaluation. As reported by the customer, the device was discarded. Integra shipped a total of (B)(4) 110-4b to (B)(6) hospital since jun 1st of 2015; lot numbers are: (B)(4). A review of batch history records indicate that no abnormalities relate to reported incident; lots met requirements before released to finished goods. Complaint history, model 110-4xxx, from jun-2015 through may-2016 reviewed; there was no other complaint that issued with similar complaint code perf034. The number of confirmed reports model 110-4xxx (0) jun-2015 through may-2016 divided by (B)(4) in a failure rate percentage 0.00% the customer¿s complaint ¿customer stated that a patient came into facility and had a camino icp bolt implanted in ER. When patient made way up to ICU, the monitor was reading a negative pressure value. They threw away that catheter and implanted another ¿ which they also figured was not working correctly. The second catheter would not get lower than the number ¿18¿ when trying to calibrate it to ¿0¿ could not be confirmed. A review of the device history record based on the lot number reported by the customer did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.